Manufacturer narrative:
The parts exchanged during the procedure were reported to be: bumper: smbpr01/b9761; circlip: smcic01/b10455; axle: smax01/b10319; bushings: smbsh01/b9562 and short tibial bearing: smmltb01/b10500. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It has been reported that parts were exchanged for a tkr mets (smiles knee) as part of irrigation and debridement procedure for chronic infection. (B)(4).

Manufacturer narrative:
A review of the batch records revealed no evidence that non-conforming products were released from this batch. The patient underwent successful revision surgery to replace several smiles components that had been in-situ for over 6 months. The reported cause for the revision is infection, a recognized late post-operative condition associated with orthopaedic implants. The infection has not been attributed to the device. There were no complications reported from the revision surgery. This complaint is being closed, and is being tracked and trended. Corrected data: tkr mets (smiles knee) corrected to mets smiles total knee replacement.

Event description:
It has been reported that parts were exchanged for a tkr mets (smiles knee) as part of irrigation and debridement procedure for chronic infection. This is a supplemental report to 3004105-2016-00029 ((B)(4)).